Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 700 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the bg. The customer was released the same day with issue resolved and no permanent damage. Tandem technical support reviewed the pump logs and found the pump was functioning as intended.